Manufacturer narrative:
This report contains correction in section e1 initial reporter first name.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited cross talk oversensing and noisy signals. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited cross talk oversensing and noisy signals. This device remains in service. No adverse patient effects were reported.